Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported the ventilator turns on by itself and sometimes cannot be turned off. There was no patient involvement. The remote service engineer advised the customer to try replacing the user interface.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/26/2020, 12/30/2020, 03/10/2021 and 10/06/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: e2 & e3: updated with reporter occupation. G1: updated with corrected manufacturer contact information. G2: updated report source.